Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00572 to 3012447612-2019-00574.

Event description:
It was reported that during the procedure the tip of three drivers fractured. The case was completed using an alternate driver. No debris was reported to have fallen into the patient and there was no reported patient harm. This is report three of three.

Manufacturer narrative:
Additional information in b4, d4 (UDI number), d10, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned plug driver was evaluated. The tip was confirmed to be fractured. A review of the manufacturing records did not identify any issues which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Tip fracture of the plug driver likely occurs when the driver is over torqued or when force is applied off axis.

Event description:
It was reported that during the procedure the tip of three drivers fractured. The case was completed using an alternate driver. No debris was reported to have fallen into the patient and there was no reported patient harm. This is report three of three.